Event description:
Pt's generator was explanted because the pt was having trouble breathing. The pt was re-implanted with a new generator and was reportedly doing well with their seizure control following generator replacement surgery. No further episodes of dyspnea with the replacement generator were reported until 2003.